Event description:
The balloon catheter was used for a percutaneous transluminal angioplasty (pta) procedure. The site reported the balloon broke while inside the patient. The provided image and video clip confirmed the balloon catheter separated mid-balloon. The distal segment contained the tip, marker band, part of the inner lumen, and part of the balloon. No segments remained in the patient. The procedure was completed with the use of another balloon. There was no patient injury. The site was queried for additional information without receiving a response.